Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body confirmed a superficial cut in the lead body 2.3 centimeters (cm) from the terminal pin, and arc marks in the distal area of the sense b distal ring. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient's system was exhibiting out of range shock impedance. During the explant procedure the electrode was severed. The entire system was replaced. This is considered a serious injury as surgical intervention was required. No additional adverse events.

Event description:
It was reported that this patient's system was exhibiting out of range shock impedance. During the explant procedure the electrode was severed. The entire system was replaced. This is considered a serious injury as surgical intervention was required. No additional adverse events.